Manufacturer narrative:
In the case description, the user mentioned several 15 u boluses being delivered uncommanded. Investigation of the android log files downloaded from the returned controller found evidence of interaction to program, confirm, and deliver the reported uncommanded boluses. No evidence of an uncommanded bolus could be found in the available log files. Physical testing of the returned controller found no issues that would contribute to the reported event. During testing, all boluses delivered required input to the controller in the proper flow and no issues were observed with the touch screen that would result in unintended interaction. No evidence of an uncommanded bolus could be found during the investigation.

Event description:
It was reported that the patient received a total of 4 uncommanded boluses within 2 days from his pdm (personal diabetes manager). The patient's mother reported on the first day the uncommanded boluses were found, there were 3 boluses of 15 units each delivered when the patient was at school. Uncommanded boluses were reported to have been delivered at 11:41a, 12:05p and 12:50p. The last interaction between the patient and his pdm on that day was at 10:45am. The patient had visited the nurse's office at school and programmed a bolus of 11.75 units for his carbohydrate intake and bg (blood glucose) level. The patient consumed a large amount of regular soda in order to avoid hypoglycemia. On the following day, the mother reported the patient received an uncommanded bolus of 15 units at 9:22am while at school. The mother reported the patient had not interacted with the pdm since giving a bolus for breakfast earlier that morning. The mother reported the maximum bolus is set at 15 units, and the pdm was in the pocket of the patient's hoodie each time uncommanded boluses occurred. The mother reported no impact to bg levels from the uncommanded boluses as the patient proactively treated when the uncommanded boluses were discovered to avoid hypoglycemia.